Event description:
User injured her back while removing the water tank for cleaning during weekly maintenance. The injury occurred in early 2009, but user could not give the exact date. User did not received any treatment for her injury. User states she is currently fine and does not want any treatment.